Event description:
It was reported that the filtered tubing set leaked at the connection to the extension set. The customer later stated that there were no adverse effects caused to the infant patient.

Manufacturer narrative:
Correction on initial report: (disregard (B)(4)) the customer¿s report that the filtered tubing set leaked at the connection to the extension set was confirmed. Visual inspection of the set noted damages in the inner female luer wall near the inlet port of the extension set. The damages were located at the top end of the female luer opposite of the luer gate. The location of the luer gate on the female luer (center of the ¿wings¿) indicates that this female luer was manufactured before the change order that moved the injection gate to a lower location to help mitigate and prevent female luer cracks. Signs of over torque were observed in addition to the internal damages at the female luer. Functional testing confirmed leaking from the connection between the male luer and female luer during syringe flushing. No other leaks were observed throughout the sets. Closer inspection under magnification observed that the internal damages caused a fluid path at the inner female luer. No damages were observed at the male luer. The root cause of the internal damages was identified to be internal stresses created from over torque of the mating components and the manufacturing process that makes the female luer component more susceptible to chemical/mechanical attacks.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the filtered tubing set leaked at the connection to the extension set.